Event description:
Synthes (B)(4) reported that during an elbow orif (open reduction and internal fixation) a 4.5mm cannulated screw thread unravelled inside the patient's distal humerus, in sclerotic bone. It took 15 minutes to remove the screw and replace it with another 4.5mm cannulated screw. Reportedly, the patient was fine and stable and no screw shards remained in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the screw was returned in 2 pieces, the shaft section and the threaded portion. The screw broke in half where the thread starts. There are scratches/marks on the shaft below the head. The threaded portion has extensive damage. The cannulation and shaft diameter were checked and no issues found. While checking the cannulation with the pin gage a piece of debris inside the cannulation was dislodged. The thread profile, thread minor diameter and thread major diameter could not be checked due to thread damage. Since all relevant features could not be checked this complaint cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history records have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.